Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. Additional actions to prevent this failure from occurring are underway.

Event description:
The customer reported the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. The philips field service engineer confirmed the bushing of the solenoid became displaced and reseated the bushing with adhesive to resolve the issue. The system has been returned to service with no additional issues reported.